Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and user unable to recover hardware failure, which caused delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 5.1 and 5.2 failed and were not detected on the bus. A field service engineer troubleshot, reseated the bus cable, ran diagnostics, verified the functionality and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and user unable to recover hardware failure, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.